Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(4) 2012 reporting that the down arrow button was sticking and requiring multiple presses to respond. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 03/30/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow keypad button was intermittently responsive and required excessive force in order to elicit a response. All of the other keypad buttons responded to button presses and had normal spring back. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.